Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of lot-specific similar complaints identified no similar complaints reported from this lot. Based on available information, a cause for the reported physical resistance/sticking associated with the gripper line could not be determined. There is no indication of product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper line not detaching from the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted posterior prolapse was present. One clip was successfully deployed on the leaflets. To further reduce mr, an additional clip was implanted and placed on the mitral valve. While attempting to deploy the clip, it was observed the gripper line did not detach from the clip. Therefore, standard troubleshooting was performed and the gripper line was able to be removed from the clip. The clip was deployed without further issues, reducing mr to a grade of 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.